Event description:
It was reported that this right ventricular lead exhibited low out of range shock impedance measurements. The next few days the measurements were back to normal. Evaluation of the system was performed and all measurements were within normal limits. No changes were performed. This lead remains in service. No further adverse patient effects were reported.